Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 05mar2020.

Event description:
The customer reported that the touchscreen was out of calibration. There was no patient involvement. Technical support advised the customer to calibrate the touchscreen. The customer reported that calibrating the touchscreen resolved the problem.